Manufacturer narrative:
Mfg records were reviewed and there is no objective evidence to suggest that the device was released with nonconformities related to the nature of this complaint. The device met specifications prior to distribution. Actual analysis of the device is pending.

Event description:
Occurred during a coronary artery stenting procedure. "There were no potential adverse events. During predilation with inflation balloon catheter failed to reach the target pressure and inflate the balloon catheter. The balloon catheter is removed, a trial inflation showed the defect of catheter, dilution of contrast material at the junction of soft and flexible scape".